Event description:
On 08/06/1998 following a diagnostic procedure, an angio-seal device was placed in a thin patient's right groin. Hemostasis was not achieved with the device, therefore manual pressure was held with control of the bleeding. Shortly thereafter the patient was noted to have lost her pulses in her right foot. The patient was taken to surgery where thrombosis of the right femoral artery was identified. The surgeon also identified the suture, collagen, and anchor had torn the intima in several places. A thromboembolectomy and replacement of right distal external and right common femoral artery with 6mm dacron tube graft were performed. The patient tolerated the procedure well and was noted to have excellent dorsalis pedis and posterior tibial pulses while in the recovery room. The patient was discharged home on 08/10/1998. As of 09/04/1998 there has been no further report to the manufacturer of complication or patient sequelae.